Event description:
Related manufacturer reference number: 1627487-2024-07496 . It was reported that the patient experienced a decrease in strength from their therapy that also impacted the ability to enable MRI mode. Rep confirmed high impedances were displayed. Surgery may take place to resolve this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.